Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the emergency room with infection and pocket erosion. It was noted that there was growth on the medial side. The physician explanted the entire system, including the pacemaker, the right atrial lead and the right ventricular lead. A new dual-chamber leadless pacemaker was implanted. The patient remained in stable condition.